Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the 2 fuses were replaced with extra fuses within the mobile view station (mvs). A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was beeping when the site turned the system on. They noticed that the line power light was out. After booting down the system, the site could not get the system to power back on. No patient was present at the time of the event.